Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the user reported receiving an "insulin occlusion" alert. The agent instructed the user to resume delivery, disconnect tubing, and perform the fill tubing process. Drops were observed, and tubing was reconnected successfully. Blood glucose (bg) was 170 mg/dl and not affected by the event. No symptoms, outside assistance, or medical intervention were reported.